Event description:
Additional information was received from the patient. They reported that it quit working at a year and a half. On (B)(6) 2023 they saw managing physician and they tried all programs and patient said that they didn't feel stimulation at all except at stimulator site. They ordered imaging/x-rays which were reviewed however nothing was determined to be wrong. They received a phone call from the manufacturing representative on (B)(6) 2023 and was instructed to turn stimulation off, which patient said that they did. They didn't feel any sensations with stimulation turned off. The patient saw their doctor again on (B)(6) 2023 after having an MRI and was told to turn the back therapy on, which they did and set to the same setting that they had before. The physician explained that the body can become accommodated to the stimulation sensation so patient may not feel stimulation. The patient hasn't had any oab symptoms other than occasional leakage like they had before. Patient said that hasn't followed up with physician since then because they had been ill with double pneumonia. Reviewed therapy information and general programming guidance. Reviewed option for patient to turn therapy off for a period of time(to consult with managing physician) and track their symptoms with stimulation off. Then to turn therapy back on, and trial programs and track symptoms and based on symptom results, not stimulation sensation make gradual adjustments and to note any differences in symptom control between the programs. Patient was directed to their managing physician for direction and to keep their managing physician updated on their situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they think their stimulator quit working. Pt stated that on friday morning, at 3am, they turned over and felt a sharp pain where the stimulator was. Pt stated the next morning they tried to feel stimulation but no matter how high they went or which program, they could not feel stimulation. Pt confirmed they increased as high as they could go. Pt stated their symptoms, however, have not returned which they thought they would if there was an issue with the device. Pt stated they have not had any changes in medications either. Pt also mentioned they have been experiencing back issues since back in december. Pt states they thought it was from lifting weights but then it somewhat went away. Pt states now the back issues are back and are planning to get an x ray on their back tomorrow. Pt inquired if there is something else they could do at home before going in to see their doctor. The patient was redirected to their healthcare provider to further address the issue.